Event description:
A patient was undergoing a total laparoscopic hysterectomy and bilateral salpingectomy. The toggling mechanism on the device jammed during handling. Manufacturer response for endostitch, endostitch (per site reporter). A quality report was filed with cardinal healthcare distributor about 4 weeks after the event - materials management is still waiting for a response.